Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced a persistent severe neck pain with stimulation both on and off. Patient was taken to the ER. The patient has cervical system was implanted for neck and upper extremity pain. Imaging showed that the lead migrated to the right. Surgical intervention was undertaken wherein the system was explanted. The most recent update was the patient had been discharged from the hospital and is doing well.